Manufacturer narrative:
This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level). Abbott molecular is implementing an improved design element to prevent leaks outside the footprint of the instrument. Abbott has identified that the system solutions drawer enclosure design of the alinity m system may allow liquid (liquid waste or system solution(s)) originating in the system solutions drawer to flow beyond the footprint of the instrument and into the walking-path of the user. An alinity m system liner will be installed to mitigate these leaks beyond the footprint of the instrument. Note: risk assessment which was previously opened for leaks did not necessitate field action because the frequency of the occurrence of the hazards (physical (slip/fall), chemical or biohazard), was determined to be improbable. It is only upon implementation of this mitigation in the field for leaks that an action is being taken. On march 7, 2025, a decision was made to issue a customer letter to notify customers of this new alinity m system liner. Fa-am-mar2025-306, was issued on march 20, 2025. This action was deemed reportable as an fsca. The field corrective action was issued as an urgent field safety notice / field correction recall letter providing customers background on the issue, potential impact and necessary actions. See list below for complete list of additional mdrs associated with fa-am-mar2025-306: 3005248192-2025-00086, 3005248192-2025-00129 follow up 01, 3005248192-2025-00035 follow up 01, 3005248192-2025-00045 follow up 01, 3005248192-2025-00044 follow up report 1, 3005248192-2025-00043 follow up report 1, 3005248192-2025-00100 follow up report 1, 3005248192-2025-00002 follow up report 1, 3005248192-2025-00054 follow up report 2, 3005248192-2025-00162 follow up report 1, 3005248192-2025-00132 follow up report 1, 3005248192-2025-00161 follow up report 1, 3005248192-2025-00164 follow up report 1, 3005248192-2025-00060 follow up report 1, 3005248192-2025-00059 follow up report 1, 3005248192-2025-00188 follow up report 1, 3005248192-2025-00206 follow up report 1, 3005248192-2025-00208 follow up report 1, 3005248192-2025-00218 follow up report 1, 3005248192-2025-00219 follow up report 1, 3005248192-2025-00157 follow up report 1, 3005248192-2025-00167 follow up report 1, 3005248192-2025-00226 follow up report 1, 3005248192-2025-00230 follow up report 1, 3005248192-2025-00163 follow up report 1, 3005248192-2025-00191 follow up report 1, 3005248192-2025-00229 follow up report 2, 3005248192-2025-00235 follow up report 1, 3005248192-2025-00236 follow up report 1, 3005248192-2025-00237 follow up report 1, 3005248192-2025-00244 follow up report 1, 3005248192-2025-00259 follow up report 1, 3005248192-2025-00269 follow up report 1, 3005248192-2025-00260 follow up report 1, 3005248192-2025-00256 follow up report 1, 3005248192-2025-00243 follow up report 1, 3005248192-2025-00295 follow up report 1, 3005248192-2025-00285 follow up report 1, 3005248192-2025-00304 follow up report 1, 3005248192-2025-00323 follow up report 1, 3005248192-2025-00324 follow up report 1, 3005248192-2025-00305 follow up report 1.

Event description:
The customer reported solutions leak on the alinity m instrument. The customer reported spillage on the back of the system solutions drawer. Upon further examination they also found that the suspected leak had flowed on the floor behind the instrument, leaving the instrument footprint. The customer cleaned the leak that they had could reach. No personnel has been exposed to the leakage and no harm to any human has occurred. The leak did not extend past the footprint to the walking surface. The area the leak had reached was not accessible to the user. On march 7, 2025, through the approval of risk-00006, a decision was made to issue a customer letter to notify customers of this new alinity m system liner. This field action, fa-am-mar2025-306, was issued as urgent field safety notice / field correction recall on march 20, 2025. Field action was reported per 21 cfr806 to FDA via 3005248192-03/21/25-001-c on march 21, 2025 and therefore will also be reported under 21cfr803. Associated severity is major. If the leaked fluid (liquid waste or system solution(s)) accumulates within the system solution drawer and potentially into the walking path of the user, the fluid could result in a physical hazard due to the potential for slip or fall. Additionally, leakage may introduce a potential for exposure to chemicals and potential biohazard exposure due to the presence of liquid waste originating from processed patient sample(s). The current estimated frequency of these hazards continues to be lower than the frequency of hazards identified in the current risk management file (rmf). Note, no patient was involved in this event as system leakage is identified by the alinity m system user.